Event description:
It was reported that during a superion indirect decompression implant procedure, while the spacer was being deployed, the physician used excessive force to try to open the spacer. The spacer kept hitting the lamina and some "crunching" sounds were heard coming from the spacer. After the spacer was implanted, an x ray was performed which showed that the spacer was broken. The spacer was then undeployed and the top of the housing piece came off (spindle cap). A new spacer was opened and the implant was completed successfully.

Manufacturer narrative:
The returned spacer was analyzed and the complaint was confirmed. The spindle cap was found to be completely sheared off from the implant body due to excessive force. The damage to the spacer prevented further testing. The damage to the spacer indicates that the failure was likely caused by deployment against resistant (e.g. Bone) and/or manipulation of the position of the device by gear shifting of the inserter. The most probably cause for the confirmed failure is unintended use error caused or contributed to event.

Event description:
It was reported that during a superion indirect decompression implant procedure, while the spacer was being deployed, the physician used excessive force to try to open the spacer. The spacer kept hitting the lamina and some "crunching" sounds were heard coming from the spacer. After the spacer was implanted, an x ray was performed which showed that the spacer was broken. The spacer was then undeployed and the top of the housing piece came off (spindle cap). A new spacer was opened and the implant was completed successfully.